Event description:
A customer reported separation in the outer protective sheath on the x8-2t transducer. This probe is associated with the epiq cvx ultrasound system. There was no patient or user harm. Philips has started an investigation, and upon completion, a follow-up report will be submitted.